Event description:
It was reported that during the use of the rigid video scope occurred a distorted image, dimming wasn't available, the image disappeared, and the device didn't turn to 2d/3d. The event occurred during preparation for use for an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failure of universal cable and the charged coupled device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor image quality was due to components failure of universal cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the use of the rigid video scope occurred a distorted image, dimming wasn't available, the image disappeared, and the device didn't turn to 2d/3d. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.